Event description:
It was reported that an ilet pump displayed alert 38, identified as a motor stall, and the patient experienced hyperglycemia with a reported maximum glucose of 334 mg/dl; the device was restarted, a dry run was completed, and new supplies including cartridge, connector, and infusion set were installed with successful rewind, fill tubing, and cannula fill, after which the alert did not recur. Symptoms included hyperglycemia. Outcomes included transient elevated glucose outside the target range without medical intervention or hospitalization. Investigation included review of device history and on-device alert logs, confirmation of successful restart, and verification of proper operation through a dry run and full supply change. Investigation of this case revealed a temporary motor stall condition that resolved after restart and replacement of infusion supplies, with no persistent mechanical or component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient mechanical stall that was corrected through restart and supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.